Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify the number of sutures involved in each event of suture non absorption and emerging. Also please clarify the lot numbers associated with each patient for these complaints. Was the suture expected to be absorbed at 10-12 days? Absorption for vicryl plus suture is essentially complete by 56-70 days. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient gave birth to a baby girl that was delivered by lateral perineal incision on (B)(6) 2026 and suture was used intradermally. Twelve days after surgery, the suture was exposed and unabsorbed at the vulva, and it was removed. Re-sutured with suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this is a combination product, and the event has been reviewed for both the suture and the triclosan.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information was requested, and the following was obtained:will product be returned? If so, please provide the return date and tracking information.no.the following information was requested but unavailable:please clarify the number of sutures involved in each event of suture non-absorption and emerging.also please clarify the lot numbers associated with each patient for these complaints.was the suture expected to be absorbed at 10-12 days? Absorption for vicryl plus suture is essentially complete by 56-70 days.please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure.on what tissue was the suture used?what was the tissue condition (normal, thin, calcified, fragile, diseased)?for the original intended closure, how were all layers closed?how was the suture placed (interrupted or continuous)?how was the suture originally tied (multiple knots, square knot, etc.)?did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?what symptoms did the patient experience following the index surgical procedure? Onset date?other relevant patient history/concomitant medications?what is the physician¿s opinion as to the etiology of or contributing factors to this event?what is the patient's current status?